Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient stopped using stimulation and charging approximately nine months ago due to her pain improving. Subsequently, she was unable to establish communication between her scs ipg and external devices and the ipg became inoperable (date of event is unknown). As a result, the scs ipg was explanted and replaced with a different model. Stimulation was restored with the surgical intervention.